Manufacturer narrative:
Complete lead was returned in one piece with the helix fully extended and over-torqued inner coil at the connector region, the full helix extension and retraction was measured within specification. The field report of helix would not extend was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the entire lead was normal. Visual inspection of the lead did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, it was noted that the helix would not extend. Another lead was used to complete the procedure. The patient was well.